Event description:
Port extracted and replaced. Dr. Indicates breakage of the tubing of the access port on the diagram of the complaint form. Follow up findings: leakage at or near port tubing connector.